Event description:
It was reported to ventec that the device unexpectedly shut down by itself during use. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec made multiple attempts to receive patient information, however, the customer has not responded to those attempts. No further details about the patient or the event were provided.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.